Event description:
New information received notes that far r-wave oversensing occurred again. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed far r oversensing resulting in inappropriate automatic mode switch. Programming changes were discussed, no changes or intervention was performed; the patient would continue to be monitored. There were no patient consequences.

Event description:
New information received notes that the patient presented remotely via remote transmission on 7 apr 2021. Review of transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator from 5 apr 2021. The patient did not receive therapy during the oversensing. On 9 apr 2021, programming changes were performed to resolve the issues. The patient condition was stable before, during, and afterwards.